Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo left anterior descending artery. A 3.0x18mm xience v stent was implanted and a distal edge dissection was noted. A 3.0x12mm xience v stent was used to cover the dissection. There were no adverse patient sequela and no clinically significant delay. No addition information was provided.